Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the patient received inappropriate high voltage therapy due to post-sensed t wave oversensing. Decreased r wave amplitude was also observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to address the oversensing. The rv lead was also explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2938836-2018-01804.